Event description:
The complainant reported that a patient was implanted with an impella device via percutaneous left femoral artery for mechanical circulatory support. An automated impella controller had a controller error. The staff switched to a back up console. No patient harm was reported. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information indicates the console is available for return. The console was flagged and brought to the hospital's biomed department to be sent back. Correction. Section d4 device unique identifier was updated, corrected accordingly.